Manufacturer narrative:
The zoll catheter was returned to zoll on 02/28/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted an icy catheter without issue and received ivtm therapy. After completing patient cooling and maintenance phase, patient rewarming phase was initiated. Approximately 10 hours during rewarming, the user observed an airtrap alarm on the thermogard console (approximately 72 hours dwell time). Upon inspection, signs of blood on the start-up kit (suk) tubing and an emptying saline bag were observed. No visible sign of leak was noted around the patient's bedside or on the suk. The issue is likely a catheter leak. After clearing the airtrap alarm in the console, ivtm therapy was continued using the same icy catheter. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. The medial and distal infusion ports and extension tubes were flushed without resistance. The proximal infusion port was clogged. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the distal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.